Event description:
It was reported that a buretrol solution administration set had too small of an entry point or port. This was noted before patient use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available

Manufacturer narrative:
(B)(4).the actual device was not available; however, a photograph of the sample was provided for evaluation. The inspection of a photograph revealed that the spike was malformed as it was incompletely molded. The reported condition was verified. The cause of the condition was determined to be defective raw material supplied by an internal supplier. To address this issue, the supplier was notified and a CAPA was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.